Event description:
Caller reported that the control-iq system was not adjusting insulin delivery as expected, and the customer's blood glucose level was low, with the specific value unknown. The caller consumed carbohydrates to address the low blood glucose level, and after being informed about the system's predictive capabilities, acknowledged that control-iq was functioning as intended. Technical support conducted a log review and confirmed the system was operating correctly, advising the caller to consult a healthcare professional for additional assistance with profile settings.